Event description:
The microcatheter broke in the touhy borst adapter. During clinical use, the microcatheter was used to support the guidewire. Several guidewires were used and upon removal of the microcatheter, it broke in the touhy borst adapter. There was no report of pt injury.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt.